Event description:
The facility reported a pump with a battery malfunction. The reported condition was identified during patient therapy. There was no patient injury or medical intervention necessary. No additional information is available. Device recertification. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with a battery malfunction, which interrupted patient therapy, cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Event description:
The customer reported an issue with their meter. Upon investigations, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.